Event description:
Implanted with saline breast implants 9/87. Was very healthy! Had rupture on right side 1/89. Both replaced. Became ill approx. 4 to 5 yrs. Later with joint & muscle pains, sun sensitivity, fatigue, raynaud's, sicca, dizziness, mouth ulcers, swallowing problems, muscle twitching, peripheral neuropathies, infections resulting in 7 broken ribs from coughing, neck & back pain, tingling in feet & hands. Tested positive ana's 2/94 & 2/93 & 7/94. Also positive anti dna on 4/95. Had breast lump removed from right side 4/95. Had esophageal dilation & biopsy on 1/97.